Event description:
This unsolicited device case from (B)(6) was rec'd on (B)(6) 2014 from a physician. This case was cross-referenced with case (B)(4) (cluster case). This case involves a (B)(6) female pt who experienced reactive effusion and knee swelling after receiving treatment with synvisc. No past drugs, medical history, concomitant medications or concurrent conditions were reported. On (B)(6) 2014, the pt initiated treatment with synvisc injection (route and frequency not provided, batch/lot number: w1209 and expiry date: not provided) into an unspecified knee, for knee arthrosis. On (B)(6) 2014 second injection of synvis was rec'd. On an unspecified date in (B)(6) 2014, the pt experienced reactive effusion and knee swelling. It was reported that the pt was examined in hospital and the reaction was on-going at the time of the report. Action taken: unk. Corrective treatment: not reported. Outcome: not recovered for both events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4) and results were pending for the same. Seriousness criterion: hospitalization for both events. See scanned page